Event description:
It was reported that two months following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient developed an infection. The physician attempted several different antibiotic treatments, without success. Subsequently, the physician surgically explanted the system, and the patient is continuing antibiotic therapy for one month prior to a new s-ICD system implant. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. No device issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that two months following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient developed an infection. The physician attempted several different antibiotic treatments, without success. Subsequently, the physician surgically explanted the system, and the patient is continuing antibiotic therapy for one month prior to a new s-ICD system implant. No additional adverse patient effects were reported. The explanted system was returned for analysis.